Manufacturer narrative:
The console was not returned for analysis; however, an inspection was conducted of a photo provided for this event. Inspection of the image identified the scanner heated up and melted the mirror. The customer reported receiving error 12 in addition to the scanner mirror being burnt. Error 12 appears when there is a blockage of water or a lack of water in the system. The system then heats up resulting in the scanner heating up and melting the mirror. The instructions for use (IFU) state to verify there is enough coolant in the tank and to add coolant if necessary. Based on the available information, it is probable that the system was not maintained/serviced routinely resulting in the reported event.

Event description:
It was reported that there was a problem with the psi pressure switch and error 12 (water system pressure switch error. Please restart the system. If error persists, please contact service) occurred. During a visit to the customer in early november the pressure switch was adjusted. However, the error kept recurring prior to the procedure, and the procedure was cancelled. The patient had already been placed under general anesthesia. There were no patient complications reported. The pressure switch was then replaced on (B)(6) 2023. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
Corrected information provided in: b5 describe event or problem, and g2 report source. The console was not returned for analysis; however, an inspection was conducted of a photo provided for this event. Inspection of the image identified the scanner heated up and melted the mirror. The customer reported receiving error 12 in addition to the scanner mirror being burnt. Error 12 appears when there is a blockage of water or a lack of water in the system. The system then heats up resulting in the scanner heating up and melting the mirror. The instructions for use (IFU) state to verify there is enough coolant in the tank and to add coolant if necessary. Based on the available information, it is probable that the system was not maintained/serviced routinely resulting in the reported event.

Event description:
It was reported that there was a problem with the psi pressure switch on the console and error 12 (water system pressure switch error) occurred. During a visit to the customer in early (B)(6), the field service engineer (fse) adjusted the pressure switch. However, on (B)(6) 2023, the error kept recurring prior to the procedure, and the procedure was cancelled. The patient had already been placed under general anesthesia. There were no patient complications reported. The pressure switch was then replaced on (B)(6) 2023. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
Corrected information provided in: b5 describe event or problem, and g2 report source. The console was not returned for analysis; however, the pressure switch was received for analysis. Visual inspection found the pressure switch was in good physical condition. An inspection was conducted of a photo provided for this event. Inspection of the image identified the scanner heated up and melted the mirror. The customer reported receiving error 12 in addition to the scanner mirror being burnt. Error 12 appears when there is a blockage of water or a lack of water in the system. The system then heats up resulting in the scanner heating up and melting the mirror. The instructions for use (IFU) state to verify there is enough coolant in the tank and to add coolant if necessary. Based on the available information, it is probable that the system was not maintained/serviced routinely resulting in the reported event.

Event description:
It was reported that there was a problem with the psi pressure switch on the console and error 12 (water system pressure switch error) occurred. During a visit to the customer in early (B)(6), the field service engineer (fse) adjusted the pressure switch. However, on (B)(6) 2023, the error kept recurring prior to the procedure, and the procedure was cancelled. The patient had already been placed under general anesthesia. There were no patient complications reported. The pressure switch was then replaced on (B)(6) 2023. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
Corrected information provided in: b5 describe event or problem, and g2 report source. The console was not returned for analysis; however, the pressure switch was received for analysis. Visual inspection found the pressure switch was in good physical condition. A technical service engineer from the distributor (arseus medical group) serviced the console at the customer's facility. The pressure switch was replaced. The reported error was then resolved. Following the pressure switch replacement, the console was working as intended.

Event description:
It was reported that during preparation, there was a problem with the pressure switch on the console and error 12 (water system pressure switch error) was displayed. The procedure was cancelled with the patient under general anesthesia. There were no patient complications reported as a result of the event. The pressure switch was replaced on (B)(6) 2023. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.